Event description:
The laser system had the following problem: "unable to clear install cd rom error on pc panel upon start up".

Manufacturer narrative:
The problem was due to the broken pc board. After the replacement, the laser system restarted to work. We are unaware about patient injury.